Event description:
Customer took a blood glucose reading and received a result of 284 mg/dl. Customer passed out and paramedics called. The customer was taken to the hospital and they performed a blood glucose test and received a result of 51 mg/dl. Customer was given glucose, orange juice, and supper. Strips were stored out of their container. Device not coded correctly. A request was made for the return of the suspect device. Replacement product was sent.